Event description:
It was reported that patient experienced ineffective therapy. Multiple attempts to reprogram were unsuccessful. As a result, surgical intervention was undertaken wherein the entire system was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.